Event description:
The customer's blood glucose readings have been higher than normal in the past week. Customer's morning blood glucose readings = 207mg/dl. Customer dosed with extra insulin. Before noon customer became disoriented and unresponsive and was transported to the emergency room. Blood glucose = 11mg/dl. Customer was treated with glucagon and IV fluid. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.